Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis. A distal type I endoleak was observed, and a ballooning was performed but was not resolved. Therefore, the right internal iliac artery was embolized and an additional stent graft was placed down to the right external iliac artery. The endoleak was resolved and the patient tolerated the procedure. Reportedly, the right common iliac artery was highly calcified and the distal seal length was short (length unknown). The physician reported that the calcification and length of artery may have contributed to the event. 6000-c was used to refer to the short length of the right common iliac artery.

Manufacturer narrative:
H.6. Code b14: a review of the manufacturing records for this device verified the lot met all pre-release specifications. H.6. Code b20: the device remains implanted and was therefore not available for engineering evaluation. H.6. Code a27: used to capture distal type I endoleak leading to coverage/embolization of right internal iliac artery. H.6. Code d12: it should be noted that, per the gore® excluder® conformable aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® conformable aaa endoprosthesis may include, but are not limited to, endoleak and occlusion of native vessel. H.6. Code d1001: additionally, according to the gore® excluder® conformable aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites, specifically the proximal aortic neck and distal iliac artery interface. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.